Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked at the y connection during emergency treatment of a patient. No patient or staff injury was alleged. No medical interventions were required.

Manufacturer narrative:
A1-a6: patient specifics are not available. H10: the device has not been evaluated; therefore, 3m is unable to verify the leak, identify exact location and root cause at this time. 3m will continue to monitor.